Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument had breakage of the jaws during clipping and the jaw fell into the pt. There was an extended operating room time of 5-10 minutes, to retrieve the broken jaw from inside the pt.